Manufacturer narrative:
On june 19, 2024, mentor was notified that the patient was diagnosed with bilateral baker grade iii capsular contracture of the breasts. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: insufficient information. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient involved in a clinical study underwent a breast reconstruction surgery with implantation of a 600cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent bilateral nipple removal and breast implant replacement with 400cc (left-sided) and 375cc (right-sided) mentor memorygel xtra breast implants on (B)(6) 2024 for an undisclosed reason. The date of event was not provided to mentor. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2024-02259 for the contralateral event.

Manufacturer narrative:
On september 06, 2024, mentor was notified that the patient underwent capsulectomy, skin adjustment, and mastopexy procedures as the patient had bilateral capsular contracture and desired a size change which was conducted on the previously reported explantation date of (B)(6) 2024. However, there was no other surgery indicated where the patient had surgical intervention that was separate from the explant procedure with the other aforementioned procedures. Therefore, the health effect - impact code surgical intervention is no longer applicable. Manufacturer¿s reference number: (B)(4).